Event description:
Baxter reports broken occluder feet on a minicap transfer set after 68 days of use. A set change was performed immediately after the broken occluder feet were noted. The affiliate reports no pt injury or medical intervention as a result of the incident.